Event description:
User alleges that had cuff leakage on three tubes from suspect lot. Tracheostomy tubes were pretested. One was 4-6 hours after insertion, one was 1 1/2 hours after insertion and other was two hours after insertion. Four trach, from same lot number, was inserted and no leakage occurred. Home patient typically changes trach tube every 30 days and are cleaned at the stoma once per day. All three incidents of leakage were detected by the pt and/or, by alarm.